Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (1) photo of a safe clip, reporting not clipping. The photo was visually examined and observed no evidence related to clipping. Based on the photos provided, embecta was not able to confirm the reported failure. Unable to perform DHR/bhr review results for not clipping due to unknown lot number. Based on the photos received, embecta was not able to confirm the customer-indicated failure.

Event description:
It was reported that the unspecific bd safeclip was not clipping. The following information was provided by the initial reporter: it is communicated to the line of the patient attending program with requesting needles, likewise, it indicates that its needle cutter device has a fault, since it states that: "the needle cutter is already full, no more needles fit". Exercise is performed by entering a needle in the needle cutter hole evidencing that the needle did not enter and therefore does not cut."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecific bd safeclip was not clipping. The following information was provided by the initial reporter: it is communicated to the line of the patient attending program with requesting needles, likewise, it indicates that its needle cutter device has a fault, since it states that: "the needle cutter is already full, no more needles fit". Exercise is performed by entering a needle in the needle cutter hole evidencing that the needle did not enter and therefore does not cut."